Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarms and broken force sensor error was present in the long trace file due to severe corrosion on force sensor assembly. Severe corrosion was also found in the battery tube, all electronic assemblies and moisture damage on the motor home s witch. Unable to verify software error detected alarms due to critical pump error alarms. However, software error detected was present in the format history file due to software error. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify low battery alerts, software error alarms, reset anomalies, off no power alarms or blank display anomalies due to critical pump errors. No unexpected low battery alerts or power system error alarms noted in the format history file. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked case at the battery tube area, cracked battery tube threads and peeling end cap address label.